Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found to have "slipped" shortly after implant, as confirmed with an x-ray. The patient suffers several chronic conditions including multiple heart attacks, consequences from exposure to agent orange and a mass on one of his lungs. The physician decided to continue monitoring the lead. The ra lead remains in service. No adverse patient effects were reported.